Event description:
A physician questioned a positive architect b-hcg result of 809.46 miu/ml for patient sample ID (B)(6) tested on (B)(6) 2014. The patient was redrawn three days later and the architect b-hcg result was negative (<1.20 miu/ml). Both samples were retested and the results were <1.20 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Abbott field service was dispatched and performed the following actions: calibrated the stat and r1 probes. Replaced the valve and manifold kit in wash zone 2 due to failure of the wash zone pressure test. The complaint text indicated that daily maintenance and immunoassay quality controls (qc) had not been performed on the day of the occurrence. Review of the subsequent instrument service history revealed no additional complaints of erratic results have been documented. Field service determined the valve, manifold kit was the most likely cause of the result issue which was resolved through normal troubleshooting procedures. Multiple immunoassay patient results including the discrepant b-hcg result were flagged 'cntl'. The architect operations manual and architect b-hcg package insert provides adequate information related to handling specimens and consumables, required daily maintenance, and troubleshooting the customer's reported issue. Additionally, the recommended control requirement for the architect total b-hcg assay is a single sample of all control levels tested once every 24 hours each day of use. Complaint tracking and trending review for the valve manifold kit did not identify any adverse trends. A possible issue with sample integrity cannot be ruled out since the result issue was isolated to a single patient sample. There is insufficient information to reasonably suggest a malfunction of the valve, manifold kit. Nor is there an indication of a deficiency of the architect i2000sr.